Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received an inappropriate shock and the high voltage impedance was decreased and out of range. Technical services (ts) reviewed the session records which indicated the device detected high current in the right ventricular (rv)-superior vena cava (svc)-device configuration and the device changed the vector to rv-device and therapy was delivered. Recommendation to evaluate for lead damage was provided. The patient was stable. Further information was requested but not yet received.

Event description:
Further information was received indicating on (B)(6) 2018 the lead was capped and replaced with no adverse consequences to the patient.